Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced flatulence ("gas pain"), swelling ("very swollen"), abdominal pain ("belly button feel like being ripped open and hurt"), breast swelling ("swelled all the way up under my breast"), oropharyngeal pain ("throat sore"), abdominal distension ("I look six months pregnant"), discomfort ("uncomfortable") and procedural pain ("post procedural pian"). The patient was treated with surgery (essure removal surgery and removal of essure). Essure was removed. At the time of the report, the medical device removal, flatulence, swelling, abdominal pain, oropharyngeal pain, abdominal distension, discomfort and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, breast swelling, discomfort, flatulence, medical device removal, oropharyngeal pain, procedural pain and swelling to be related to essure. Most recent follow-up information incorporated above includes: on 20-jan-2020: update imdrf codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced flatulence ("gas pain"), swelling ("very swollen"), abdominal pain ("belly button feel like being ripped open and hurt"), breast swelling ("swelled all the way up under my breast"), oropharyngeal pain ("throat sore"), abdominal distension ("I look six months pregnant"), discomfort ("uncomfortable") and procedural pain ("post procedural pian"). The patient was treated with surgery (essure removal surgery and removal of essure). Essure was removed. At the time of the report, the medical device removal, flatulence, swelling, abdominal pain, oropharyngeal pain, abdominal distension, discomfort and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, breast swelling, discomfort, flatulence, medical device removal, oropharyngeal pain, procedural pain and swelling to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.